Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient had to go into surgery. The exact root cause cannot be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event.

Manufacturer narrative:
Explanted date: device was not explanted. Occupation - risk manager. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Terumo medical received a user facility medwatch report #(B)(4). The event description states: patient was identified with anterior stemi (st-segment elevation myocardial infarction). Went to catheter lab for intervention. Two des (drug-eluting stents) were placed. Patient went to cardiovascular recovery and within minutes had hypotension. Echo was done. The patient was identified with right thigh hematoma, and significant retroperitoneal bleeding. Patient was on integrilin (additional therapy noted above) emergently and taken to the or (operating room) for repair of femoral artery w/ bovine patch at location of angio-seal. Multiple significant sequela r/t bleed. Patient was critical with poor prognosis. Original intended procedure was a cardiac cath with use of angio-seal closure device. Device malfunction, the device did not do what it was supposed to do. Additional medwatch information: preexisting characteristics that may have contributed to the event: diabetes; hypertension; stroke; coronary heart disease. Test performed: sent to pathology; date: october 15, 2021. Results: clinical information ruptured femoral artery. Final diagnosis closure device. Required intervention to prevent permanent impairment.